Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning sensation on her legs whether the stimulation was turned on or off after the trial procedure. The physician believed that the lead was resting on the nerves causing the pain. The patient underwent a lead pull. The leg pain was alleviated after the leads were removed.